Event description:
The contact stated, the customer's meter read "lo." While troubleshooting, the contact performed control tests and received a result of "lo." The normal control range was not provided, but should be around 95-135 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement strips were sent to the customer.